Manufacturer narrative:
A thorough investigation was performed which included an engineering evaluation of the swivel mechanism bushing moving out of position. The displaced bushing prevented the control panel from locking properly. The evaluation determined the ultrasound system did not have adhesive on the swivel mechanism bushing to prevent movement over time. The inclusion of applying adhesive to the swivel mechanism bushing during assembly has been implemented to reduce the probability of future recurrence.

Event description:
The customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. The system was repaired by reseating the solenoid bushing into position. There was no injury to user or patient and the ultrasound system has been returned to service with no additional issues reported.